Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an 81 year old male was implanted with a impella cp for support during high risk cardiac procedure. It was reported the purge cassette was observed to be leaking, with no alarms displayed at the time. The purge pressure was reported as 384 mmhg and the purge flow as 18.7 ml/h. No additional information was provided.

Manufacturer narrative:
Investigation summary: fluid leak: the cause of the fluid leak was reasonably foreseen misuse that caused stress at the exterior one-way valve.